Event description:
It was reported that during deployment of the embolization coil into an aneurysm, the coil prematurely detached partially in the microcatheter and partially in the aneurysm. The physician secured the coil with a wire and then, proceeded to remove the coil and microcatheter with an intravascular snare.

Manufacturer narrative:
Complaint sample has not been returned for eval.